Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was having discomfort due to the placement of the ipg near the spine and the lead was also causing discomfort. The patient underwent an explant procedure. The explanted ipg and leads will not be returned.